Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during preparation, the package was opened and a kink was noticed at the end of the catheter. The clip was then attempted to be released from the catheter, but the clip failed to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results: the returned resolution clip was analyzed, and a visual evaluation noted that the clip assembly was stuck inside the bushing. The over-sheath was not returned with the device. The handle was disconnected from the clip assembly, so x-ray analysis was performed, and it was confirmed that the yoke was detached from control wire. The catheter was unraveled in the distal section and the control wire was kinked at the distal section. Microscope examination was performed, and there was evidence that activations had been performed. It was possible to observe that the clip assembly was deformed at the proximal section, the bushing hooks were deformed and the clip arms were misaligned. Additionally, the clip assembly was disassembled for further analysis; the tension breaker had signs of wear and no failures observed in the clip arms and yoke. Dimensional examination was performed on the bushing outer diameter, and it was confirmed to be out of specification. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during preparation, the package was opened and a kink was noticed at the end of the catheter. The clip was then attempted to be released from the catheter, but the clip failed to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.